Manufacturer narrative:
(B)(6), near-fatal pacemaker inhibition due to oversensing during inappropriate safety mode. Heart rhythm case rep 2025;11(5):421-424.

Event description:
It was reported per article of interest literature review that an (B)(6) woman had undergone dual-chamber pacemaker implantation (boston scientific ingenio) 10 years prior for complete atrioventricular block. Routine device checks 6 months earlier indicated no abnormalities. At the next routine pacemaker follow-up 6 months later, safety mode was initiated immediately after interrogation. Although further interrogation was not possible, no obvious inhibition of ventricular pacing was observed. Hence, they scheduled a generator replacement surgery within a few days. However, on the following day, she was found by her husband, collapsed in the house and was subsequently rushed to the hospital via an ambulance. Because cardiac arrest caused by ventricular pacing inhibition was frequently observed during transport and in the emergency room, chest compressions, transcutaneous pacing, and temporary external pacemaker were performed. After generator replacement (boston scientific accolade MRI), they could interrogate the pacemaker and leads conditions. No abnormalities were observed in any of the baseline parameters. Under similar settings to safety mode, the inhibition of ventricular pacing by the far-field sensing of intrinsic atrial waves was spontaneously observed. Provocative maneuvers, such as the left lateral, right lateral, and sitting positions, did not induce ventricular pacing inhibition. Despite the presence of noise in the surface electrocardiogram (ECG) during palpation of the device, oversensing did not occur. Only left upper extremity rotation induced ventricular pacing inhibition, despite showing poor reproducibility. The patient was discharged without any problems after returning to ddd mode. Seven months after discharge, no syncope or device malfunction was observed. No additional adverse patient effects were reported.